Event description:
It was reported that a patient with a medical history of parkinson's disease who was being treated with deep brain stimulation experienced a failure of the activa rc wireless recharger, as indicated by the power indicator light turning orange and the device being unable to charge. The issue was resolved through a warranty replacement. No patient complications have been reported as a result of this event. Additional information was received: it was reported that the wr was reset but this didn't resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.